Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on: 03/09/2018, device returned to manufacturer? Yes. Device evaluation: the sample was returned to the manufacturer. The lens was returned cut in two (2) pieces and also a part of the edge. Even though, the lens was returned in that condition, no damages such as scratches or irregularities were identified. The complaint was not confirmed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no other complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis monofocal intraocular lens (model zcb00, +19.5 diopter) was explanted from the patient's right eye in a secondary procedure because of a residual refractive error and the patient complaining of blurry vision. Reportedly model zct150, +18.5 diopter was used as replacement lens for the patient. No incision enlargement, no vitrectomy was performed, no other medical or surgical intervention was required. The patient was reported doing well when discharged. No further information was provided.